Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect tot he door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.